Manufacturer narrative:
Based on the completed investigation, the horizontal stripes observed in the image were due to ccd (charged coupled device) malfunction. The root cause could not be definitively determined; however, the issue is likely attributable to an electrical component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during device evaluation, the bronchovideoscope displayed horizontal stripes in the image. There were no reports of patient involvement.